Event description:
It was reported that a bd plastipak¿ syringe luer-lok¿ had a damaged stopper.

Manufacturer narrative:
Investigation summary: batch history (DHR) analysis, maintenance records and quality notifications were performed and no deviation was found for this lot. No photos / samples were returned by the client for evaluation. It was not possible to carry out an investigation and determine the root cause for the incident. It is not possible to confirm the complaint. The event identified from this claim will be monitored for trend evaluation.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe luer-lok¿ had a damaged stopper.